Event description:
Siderail will not latch, no incident was reported as a result of the issue.

Manufacturer narrative:
Technician found side rail latch shoulder bolt due to normal wear and tear. Technician replaced shoulder latch bolt and nut to resolve.